Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the high impedance and loss of coverage was unknown. It was reported that a course of action had not been determined at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient does not get coverage for her pain on her right side. The patient said she has gone through multiple reprogramming sessions and that a manufacturer representative (rep) was telling her ¿that it should work, but according to the numbers on the programmer, it¿s not making contact with the right side nerves.¿ the patient was getting an MRI for continued pain management. The hcp called back, and stated MRI eligibility can not be determined, and the eligibility code was 00000000000. It was reviewed that the eligibility was not initially programmed at implant. A rep was going to reach out to the hcp office. The rep stated they were meeting with the patient on (B)(6) to fix the MRI eligibility settings. It was mentioned the patient was going to have another back surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient needs to be reprogrammed because they are not getting enough coverage on their right side. They have been trying for a while to get the coverage. They are having trouble getting into their pain management doctor because they are 2 hours away so they are looking to see if a manufacture representative (rep) could meet them at their implanting doctor¿s office. The patient noted that they can get into their managing doctor on (B)(6) 2018 but if they did not have to go that far they would prefer not to. An email was sent to the local rep. The rep responded indicating that they would call the patient. No further complications were reported/are anticipated. Additional information was received from the patient via a manufacturer representative (rep) on 2018-jan-08. It was reported that electrodes were out of regulation (oor) and the patient revealed that she had fallen several times during the past year. Though interrogation with the implantable neurostimulator (ins), it showed that electrodes 8-15 were all greater than 10,000 ohms. The rep attempted to reprogram the lead in an attempt to get coverage on the patient¿s right side but was unsuccessful. In conclusion, it was noted that the patient would be following up with their physician the first week of (B)(6) 2018 to decide a course of action. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.